Event description:
It was reported that the distal tip of the catheter passer broke off in the pt during use. The tip could not be recovered.

Manufacturer narrative:
The distal tip of the obturator is missing. The edge of the break is jagged. It is undetermined how or when this damage occurred. There is also a bend in the obturator near the broken tip. There are no signs of damage to the remainder of the returned catheter passer. A review of the mfg records showed no anomalies.